Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). Device returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2016. As the reporter the rod failed to distract. During service it was identified that there cold welding between the housing and the distraction tube, debris in the housing tube, and a pin fracture.